Event description:
Discovered on post op x-rays that a small headed tibial pin had been left in patient.

Manufacturer narrative:
The product remains implanted. No revision has been reported. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.